Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 200-300 mg/dl. The user alleged the insulin pump was under delivering insulin because customer's blood glucose was going high. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.